Manufacturer narrative:
(B)(4).

Event description:
An international customer reported a patient presented with stains on their face after an endoscopy procedure in which the device used was disinfected with cidex® opa solution. No further information is known at this time regarding the patient or the event. Based on the information contained in the complaint at the time the reporting determination was made, there is no harm or serious injury reported. Furthermore, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. However, the customer reported there was human contact with a medical instrument that was processed in cidex® opa solution and likely not rinsed according to the instructions for use. Therefore, this event is being reported as a malfunction. Advanced sterilization products (asp) will continue to follow-up for additional information including the customer¿s rinsing process and information about the patient.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, trending analysis by lot, system risk analysis (sra), visual analysis, functional analysis and supplier product evaluation. The batch history record could not be reviewed as the lot number was not available. Trending analysis by lot number could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." Visual analysis was not performed as the product was discarded by the customer and was not available for return. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. The likely assignable cause of this issue was failure to follow instructions. The customer used a device that was not validated in the aer. Customer re-training was performed with the customer on both manual processing with cidex opa solution and processing devices with the asp aer. The issue will continue to be tracked and trended.

Manufacturer narrative:
Additional information received states the patient is a child (age unknown), and the stain lasted approximately three days. The device used during the procedure was a ge transducer probe, however the model is unknown. New information received reports this probe was not manually cleaned with cidex opa solution and not manually rinsed as indicated on the initial report, but instead was processed in an asp automatic endoscope reprocessor (aer), which included three automated rinses. Based on the new information reviewed in the complaint, this event remains reportable. Asp is continuing to gather information, and has requested further clarification regarding this event. This complaint will be reassessed when additional information is received.

Manufacturer narrative:
New information confirmed the device was a ge transesophageal echocardiography (tee) probe, and was pre-cleaned manually with a detergent. It was not manually disinfected with cidex opa, but instead processed in the asp aer. This aer is designed to automatically wash and provide high-level disinfection for flexible, submersible fiberoptic or video endoscopes. Because this ge tee probe is not completely submersible, the customer placed a portion in the aer, and left the other portion (handle) outside the aer. It was also determined this ge tee probe has not been validated for use with this aer. Based on this new information received, this event is now deemed not reportable. Although there was no serious injury in this event, it was previously reported as a malfunction for human contact with instrument not rinsed per instructions for use following manual disinfection with cidex opa. The new information reports the tee probe was not manually disinfected with cidex opa, but instead processed in an asp aer and rinsed three times automatically. Per the medical device reporting for manufacturers, guidance for industry and food and drug administration staff document issued on 11/08/2016, section 2.6 states ¿if you determine that an event is solely the result of user error with no other performance issue, and there has been no device-related death or serious injury, you are not required to submit an MDR report, but you should retain the supporting information in your complaint files.¿. In this event, the customer did not follow the aer user guide and processed a tee probe that was not completely submersible and was not validated for use. Furthermore, there was no serious injury reported and the stain resolved. Lastly, there is no report of death or serious injury attributed to an asp medical device, or that an asp medical device was or may have been a factor in a death or serious injury.